Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported on (B)(6) 2017 they were in pain and couldn't increase their stimulation. It was confirmed the consumer hadn't been recently implanted or had a revision surgery. During the call an attempt was made to use the patient programmer (pp) but the poor communication screen was seen and there were poor communication with or without the antenna. Following this the consumer reported seeing the low (B)(6) batteries message on the pp screen but didn't have any replacement batteries at the current time, so they called back later that day saying the pp was working after the batteries were replaced.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.